Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Prior to undergoing a battery replacement, the patient's device was checked in pre-op and all values were within normal limits. Once in the operating room after implanting the new generator, high impedance was seen. The surgeon tried irrigating generator with saline but high impedance was still seen so the surgeon opted to use another generator. High impedance was still being seen on the second new generator even after taking the lead pin out, cleaning it and reinserting the lead pin. The lead was then replaced and the generator header was cleaned with a saline solution and then the high impedance resolved. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.

Event description:
The new generator that was opened but not used was received but product analysis is still underway.

Event description:
Product analysis was completed on the returned new generator that was opened but not used . An interrogation, system diagnostic tests, and a comprehensive automated electrical evaluation (shows an ifi=no condition) were performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. Internal data from the generator was received and reviewed.